Manufacturer narrative:
Exemption number e2015055. Device evaluation is in progress. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event, in which the device overheated and smoked. There was patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the (B)(4) program, exemption number e2015055. One device was received for evaluation. The event was confirmed; evaluation found that there was a screw without threads. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event, in which the device overheated and smoked. There was patient involvement; no patient impact.